Event description:
It was reported the pump was explanted and replaced on (B)(6) 2014 due to a motor stall. It was noted the patient recovered without sequelae. The pump was being used to deliver fentanyl and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information later reported the patient was doing well, no complaints.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n183159032, implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed ¿gear train anomaly - corrosion and/or wear and/or lubrication; stall due to shaft-bearing¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.